Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. It was also reported the patient had not recharged her ipg in 6 weeks. The patient is without stimulation. The patient met with the sjm representative and confirmed the issue. The patient is to consult with the physician as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.